Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the pump did not deliver the most recent bolus request. Tandem technical support reviewed the bolus history and verified that the customer had requested a 8 unit bolus request. The customer reported that the insulin gauge displayed 9 units was remaining in the cartridge when the 8 unit bolus was requested. Prior to the completion of the bolus request, the pump declared that the cartridge was empty. The customer declined to perform troubleshooting and declined to load a new cartridge. There was no reported impact to the customer's blood glucose level.